Event description:
The customer was hospitalized for high blood glucose and dka. Troubleshooting was performed. The programmed, insulin concentration, and bolus history were correct. In addition, a fixed prime test was completed and the insulin exited. Explanted two high bg rule. Instructed customer to call back to perform the high-pressure test.